Manufacturer narrative:
Patient age at time of event: (B)(6) years old. Device evaluated by manufacturer: only the main coil was returned for this complaint; the delivery wire and the introducer sheath were not returned. The main coil was found kinked and stretched; its interlocking arm was detached and it was not returned. Dimensional inspection was done on the main coil. The coil and zap tip od was found within specification. The distal fibers are within specification and fiber bundles were missing from the proximal.

Event description:
Reportable based on device analysis completed on 30-jul-2019. It was reported that a coil friction occurred. A 18mm x 40cm interlock - 35 was selected for use. During the procedure, embolization was started by gaining vascular access via left femoral artery by a non-bsc hydrophilic catheter. The hypogastric artery was cannulated and the physician proceeded to use the interlock. Before releasing the interlock coil it stopped advancing in the distal part of the catheter. It was withdrawn from the patient's body without any complications. After removal, contralateral was performed via right femoral artery but access to the hypogastric artery was not possible. However, left brachial artery access was obtained and performed embolization through a non-bsc catheter. 4 interlocks are implanted with excellent angiographic result and implantation of an abdominal aortic endoprosthesis was done. No complications reported. However, device analysis revealed a missing fiber bundles.